Event description:
Failure to alarm: nursing noted that there was no drainage coming from the canister tubing.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the (B)(4) issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. This complaint is considered inconclusive, the device was not returned for proper technical evaluation and service. An initial diagnostic evaluation of the pump was conducted at the (B)(4) facility on (B)(4) 2013 with no anomalies or problems reported. Loss of dressing adhesion could be attributed to a combination of factors such as wound location, patient mobility, constant friction, pressure directly applied to wound site, accumulation of moisture underneath the dressing, and proper preparation of the peri-wound skin as per clinical guidelines. In regards to a pump not triggering a leak alarm, the most probable cause was that the system was maintaining negative pressure as a result of a partial blockage and a leak not significant enough in order to trigger an alarm. Typically, partial blockages are caused by clotting at the head of the soft port or buildup of blood clots/exudate inside the wound filler (foam/gauze) and/or the soft port fluid handling pathway. The root cause of the issue could not be determined. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.